Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor got damaged when it was inserted to her body. The customer's blood glucose was unknown. Sensor got damaged while it was inserted to the patient and it was no longer usable. The sensor will not be returned for analysis.